Manufacturer narrative:
E 1. Initial reporter address line 1 (cont.): (B)(6). The device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test of the returned device were performed in accordance with bwi procedures. Visual analysis revealed a hole in the surface of the pebax. A screening test was performed, and the device was visualized and recognized correctly; however, force hi alert appeared on the system due to an open circuit on the tip area. The pebax damage may be related to the force failure and to the event described by the customer. A manufacturing record evaluation was performed for the finished device 31182063l, and no internal action was found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The potential cause of the damage on the pebax could be related to the usage of the device during procedure; however, this cannot be conclusively determined. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the hole in the pebax. Investigation findings: mechanical short circuit (c0208) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the force hi alert that appeared due to an open circuit which was discovered during the investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure which included qdot micro¿ catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax. Initially, it was reported that there was sensor error. To complete the procedure, the physician used another product from the same type. No adverse patient consequence was reported. The sensor issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2024, there was a hole in the surface of the pebax. The hole in the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was (B)(6) 2024.